Event description:
Litigation alleges that patient has suffered from abnormally high metal levels in her blood stream and high serum ion levels in her blood stream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(6). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
This report is considered closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges pain and suffering, limited mobility, high levels of cobalt and chromium and need for revision surgery. After review of medical records for MDR reportability, office visits indicate severe osteoarthritis as confirmed by operative notes for implantation. MRI reports also show narrowing of the symphysis pubis and si joints bilaterally with subchondral sclerosis. Revision operative notes report that patient was revised due to right hip pain. Radiographs reveal severe degenerative changes of the joint, extensive amount of metallosis where surgeon rongeured out approximately 60ml of metallosis, and inflamed synovium that was gray in color.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4)

Event description:
Sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. Part/lot information provided